Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device makes a whistling sound and that it happened two or three times before. The patient mentioned that they are traveling in india. The patient stated that they were sent an image from their physician and on it the words showed ¿rv lead out of range¿. The physician stated that the patient¿s heart has no issues. The patient sought a second opinion. This second opinion physician believes some kind of a wire probably popped and the next time it happens they may have to change the device. The rv lead remains in use. No patient complications have been reported as a result of this event.